Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 250 mg/dl to displaying "high" on the cgm graph. Customer addressed elevated blood glucose by changing pump supplies and resuming insulin delivery. Customer changed pump supplies to address the issue and resumed insulin delivery.